Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the sensing was noted to be chronically low on the right ventricular lead. The patient presented for generator change. During the procedure, when the lead was connected to the pacing system analyzer and the new device, the lead exhibited r wave amplitude variation. The lead was capped. When the second lead was connected to the pacing system analyzer the lead exhibited high impedance and low sensing. The lead was not used. A new lead was implanted successfully. The patient was stable before, during and after the procedure.